Event description:
It was reported that the ventilator was giving inaccurate readings and alarming. No other details were provided at this time. No patient injury or adverse effects were reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was duplicated. Re-set CPAP (continuous positive airway pressure) and peep (positive end expiratory pressure). The cause of the reported problem could not be determined. No previous service history was found. The manufacturing DHR (device history review) has been reviewed and attached, the device passed all tests and checks., corrected data: d5: correction: operator of the device: unknown e4: correction: customer reported to FDA: no information.